Event description:
It was reported a pump was alarming upstream occlusion. There was no pt injury reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.